Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that removal difficulties were encountered with the hawkone m device during treatment of a 100% chronic total occlusion in the right proximal superficial femoral artery, which exhibited moderate calcification and fibrous tissue. There was no issues with wire wrap, the device instead had difficulty being removed from the patient due to an issue with the nose cone, there was a kink in the nose cone that made removing the hawk device difficult. Furthermore, the kink in the nose come appeared to result in plaque expunging through the side. The procedure involved use of a 6f sheath, spiderfx 6mm guidewire and embolic protection device, and boston scientific ranger 6x200mm for post-dilation. The vessel was pre-dilated and post-dilated, and minimal tortuosity was noted. The device was pulled with resistance but removed successfully in tandem without injury or intervention, and no vessel damage occurred. The instructions for use were followed without issue. A new hawk one m device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. A visual inspection of the returned device found a bulge on the housing filled with biologics approximately 18mm from the cutter window and that the cutter would not advance past the bulge. The tecothane around the bulge is intact. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.